Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The healthcare facility did not provide ventilator logs or request an investigation of the ventilator. However, it was reported that the ventilator was examined, no anomalies were identified, and it was returned to clinical use. As no additional investigation was possible, the root cause of the reported event remains undetermined.

Event description:
It was reported that the patient's oxygen level dropped while connected to the ventilator, but the ventilator did not alarm. The ventilator was replaced and the patient's oxygen level returned to normal. Final patient outcome was no harm. Manufacturer's ref #: (B)(4).